Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred on february 19, 2025 and february 20, 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. On one occasion the medication underinfused by 25-30%. The device contained 13500mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the photos showed fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.